Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 693565 lead, implanted on (B)(6) 2017, 693565 lead, implanted on (B)(6) 2011, and 419478; 5076-52 lead implanted on (B)(6) 2006 investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with severe constipation and developed an episode of epistaxis and some melena. The hemoglobin (hgb) was dropped but no blood transfusion was performed. The patient was given bowel regimen to resolve the severe constipation. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient experienced severe constipation and some melena. In addition, the patient had an episode of epistaxis and the patient¿s hemoglobin level was below normal, however, no blood transfusion was performed. The patient was given bowel regimen for the severe constipation which resolved. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and anemia with acute blood loss. Possible factors that may have led to this event include, but are not limited to, the patient¿s pre-existing history and related comorbidities, including anemia, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation completion. Correction b2: outcome attributed to adverse event was corrected from intervention required to intervention required and life threatening. Correction b5: event description was corrected to include additional patient signs/symptoms and clinical actions. Correction b6: laboratory data was corrected to include the additional diagnostic testing results. Correction b7: relevant history was corrected to include a prior adverse event. Correction h6: patient ime code and imf code were updated. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted with severe constipation and intermittent fevers. The patient was found to be bacteremic with positive blood cultures showing methicillin-susceptible staphylococcus aureus (mssa) and was started on intravenous antibiotics, then switched to an oral antibiotic. The patient developed epistaxis and some melena. The patient was given bowel regimen to resolve the severe constipation which resolved. An abdominal/pelvis computerized tomography (CT) showed a seroma or hematoma in the right lower abdomen with larger fluid collection in the right lower lateral pelvis. Warfarin was briefly held for a procedure to drain the abdominal fluid. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was admitted with intermittent fevers. The patient was found to be bacteremic with positive blood cultures showing methicillin-susceptible staphylococcus aureus (mssa). The patient was started on intravenous (IV) antibiotics and then switched to an oral antibiotic. An abdominal/pelvis computerized tomography (CT) was done and showed a seroma or hematoma in the right lower abdomen with larger fluid collection in the right lower lateral pelvis. Warfarin was briefly held for interventional radiology (ir) procedure to drain the abdominal fluid. A scant sample was removed and was found negative. A transesophageal echocardiogram (tee) was not performed because the patient was too high risk for arrhythmia. A transthoracic echocardiogram (tte) was done which did not show an obvious source of infection. The patient was discharged home ten (10) days later. Of note, the patient recently had a right inguinal hernia repair one month prior and the incision site had healed completely.

Manufacturer narrative:
###A supplemental report is being submitted for additional event details.### medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a infection in the ventricular assist device (vad).

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. A review of the manufacturing documentation was not performed as the reported event is not related to a manufacturing or servicing issue. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, bleeding and infection are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleed events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.